Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unk), the device failed to discharge. Clinicians indicated that it took several times pushing the shock button and eventually the device did delivery therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.